Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting pacing impedance out of range. The md induced ventricular fibrillation (vf) which the device converted. No noise or sensing issues were seeing, but threshold was slightly higher. The device remains in service. No adverse patient effects were reported.